Manufacturer narrative:
(B)(4).

Event description:
It was reported during pre-testing of device, the guidewire failed to pass through the catheter. Upon review of the device the guidewire was kinked so badly it would not pass through the catheter section of the device. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheterization device and a lidstock for analysis. No definite signs of use were observed on the sample. Visual analysis revealed that the guide wire was kinked towards the handle. Microscopic analysis confirmed the kinking and revealed what appears to be discoloration directly at the location of the kink. No other defects or anomalies were observed with the guide wire, the cannula, nor the catheterization assembly. The kink in the guide wire measured 38mm from the guide wire handle. The guide wire length from the distal end of the handle to the distal tip measured 5 5/18" which is within the specification limits of 5 1/32"-5 7/32" per the catheterization device product drawing. The guide wire outer diameter measured .44mm which is within the specification limits of .432mm-.457mm per the guide wire product drawing. The cannula length measured 96.5mm which is within the specification limits of 96mm-97mm per the cannula graphic. The cannula inner diameter measured .019" which is within the specification limits of .019"-.0205" per the cannula graphic. The guide wire outer diameter measured .028" which is within the specification limits of .0280"-.0285" per the cannula product drawing. The guide wire was advanced through the needle cannula. The guide wire passed with relative ease until it reached the kink on the guide wire. Once the kink reaches the proximal opening of the cannula, minor resistance was encountered; however, it was still able to pass through the cannula. Performed per IFU statement "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". A manual tug test confirmed that the distal and proximal welds were secure and intact. Manufacturing was contacted as part of this complaint investigation. They indicated that the observed defect is not consistent with damage resulting from the manufacturing process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the handle of the device. No other defects or anomalies were observed with the guide wire, the cannula, or the overall arterial cauterization assembly. The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause cannot be determined as it is unknown if the guide wire became kinked before or after the customer performed pre-functional testing of the device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during pre-testing of device, the guidewire failed to pass through the catheter. Upon review of the device the guidewire was kinked so badly it would not pass through the catheter section of the device. No patient involvement.